Manufacturer narrative:
The serial number of the e 801 analyzer was requested, but not provided. Samples from the patient were requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-hcv ii on a cobas e 801 analytical unit. The sample was tested with the abbot anti-hcv method on (B)(6) 2026, resulting in a value of 0.43 s/co (non-reactive). The sample resulted in an anti-hcv value of 15.0 coi (reactive) on (B)(6) 2026. The sample was repeated with the elecsys hcv duo assay in another laboratory on (B)(6) 2026, resulting in a value of 12.0 coi (reactive). The elecsys hcv duo assay is not approved for use in the united states, nor is it like or similar to a product released for distribution in the united states. The sample was tested using an hcv rna test and the result was undetectable (< 25 iu/ml).